Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure sensor autozero failed" (diagnostic code 1008), had occurred. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
The customer repaired the device themselves. No repair was performed by philips. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.